Event description:
It was reported that during an indirect decompression implant procedure, the spindle cap stripped after insertion when being deployed. It was noted that the physician did not use excessive force during the procedure. There were no broken pieces left inside the patient. A new spacer was successfully implanted with no additional adverse patient effects reported. The spacer will not be returned as the device was disposed of by the medical facility. The patient was doing well postoperatively.